Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while the patient was performing strenuous exercise, the device eroded out of the implant pocket. A new, non-abbott device was implanted to resolve the event. The patient was stable with no adverse consequences.